Manufacturer narrative:
Orthopedic manual surgical instrument.

Manufacturer narrative:
The reported incident that hand screwdriver handle, 1.2 was alleged of issue s-17 (device damaged) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. It has been seen that during several processes of screw/unscrew, the thread of the hole got damaged therefore, this might result in a non adequate tightening of the screw. Therefore, if the screw is loose it might fall at some point. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that a operation room staff found a screw gone from the shaft before sterilization.

Event description:
It was reported that a operation room staff found a screw gone from the shaft before sterilization.